Manufacturer narrative:
A review of the provided video was completed, but it did not provide any insight into the root cause for the AED not power on other than a depleted battery pack. The electronic log files from the AED and the AED have not been provided. The cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
An international distributor relayed a customer complaint for an AED that would not power on. They provided a video of the AED. They reported this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED was unable to power on. Further investigation traced the issue to an internal ic chip condition.